Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15036727 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. There is no medical evidence to suggest a relationship between carotid stent implantation and the reported mi. No corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process.

Manufacturer narrative:
Additional information was received from the cec "the post-procedure course was remarkable for hypotension. Pre-procedure and post-procedure ECG tracings have been requested. The site provided two tracings. Pre-procedure ecgs were additionally requested but not provided. The site reported an event of non-q wave mi with no chest pain or ischemic ECG changes and due to hypotension. Post-procedure on the following day, the nih stroke scale score was 0 and the rankin stroke scale score was 0. The patient was discharged on (B)(6) 2010 on asa and clopidogrel". Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report is from the (B)(4) study. The patient was a female with a history of smoking and bilateral artery stenosis. The target lesion was the proximal right internal carotid artery. Pre-procedure stenosis was 95%. Lesion length 1.5mm and the diameter was 4mm. The lesion was moderately calcified and severely tortuous. The lesion was pre-dilated. A precise prox rx 8 x 30mm stent was deployed at the target lesion. An angioguard size 5 was successfully deployed and retrieved during the procedure. Post-procedure stenosis was 5%. Post-procedure, the patient had a non-q wave mi. Angiography was not conducted. The mi was not treated. The specific time of the mi was unknown. The ECG was abnormal when compared with the ECG prior to the procedure. The event was noted as unrelated to the cordis product. The patient was discharged the following day.

Manufacturer narrative:
The report is from the (B)(4) study. The patient was a female with a history of smoking and bilateral carotid artery stenosis. The target lesion was the proximal right internal carotid artery. Pre-procedure stenosis was 95%. Lesion length 1.5 mm and the diameter was 4 mm. The lesion was moderately calcified and severely tortuous. The lesion was pre-dilated. A precise pro rx 8 x 30 mm stent was deployed at the target lesion. An angioguard size 5 was successfully deployed and retrieved during the procedure. Post-procedure stenosis was 5%. Post-procedure, the patient had a non-q wave mi. Angiography was not conducted and the mi was not treated. The specific time of the mi was unknown. The patient did not have any chest pain and the mi was only diagnosed after the post procedure ECG was compared with the ECG prior to the procedure. The event was noted as unrelated to the cordis product. The etiology behind the mi was hypotension occurring sometime after the procedure. As such, hypotension will be added to the file as a reportable event. The patient was discharged the following day. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15036727 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. There is no medical evidence to suggest a relationship between carotid stent implantation and the reported mi. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors.